Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported abdominal pain and type 1a endoleak. There was also evidence to support the following observations; movement of the proximal extension, placement of a non-endologix stent to treat a left common iliac aneurysm, embolization of the left common iliac artery and a slight remaining endoleak 1a following the intervention. The clinical assessment additionally found the following contributing factors to the reported event, anticoagulation therapy, distal movement of the proximal extension and off label use due to patient anatomy. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent, a suprarenal aortic extension, and a limb stent graft. The patient had a subsequent endovascular procedure on (B)(6) 2016 to resolve an endoleak type 3b endoleak. Recently, on (B)(6) 2016, the patient presented to the emergency room with abdominal pain. Computed tomography (CT) scan showed a type 1a endoleak. The physician elected to implant an additional suprarenal aortic extension to seal the endoleak. The procedure was completed and there have been no additional adverse events reported for this patient.